Event description:
A customer contacted baxter's technical service center regarding a bag that fell and came unhooked. There were no alarms. The technical service representative (tsr) explained that the set was compromised. The home patient (hp) agreed and was ready to end therapy. The tsr assisted with ending treatment. There was no patient injury or medical intervention reported. During follow up, the hp said that the bag actually fell. The hp said she did not know how it fell and did not know what caused the separation. The hp said she woke up from a cramp, and noticed the heater bag was on the floor. The hp said she did not see anything unusual with any of the supplies. The hp said she notified her nurse.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 alarm was not confirmed. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint is for a connection issue during therapy. The problem was confirmed, because the patient reported to waking up and seeing the solution bag disconnected from the spike and on the floor. The assignable cause for why the bags became disconnected is determined as supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.